Manufacturer narrative:
(B)(4). Concomitant product(s): a 42502006401 femur cemented cruciate retaining 63422236; 42532007101 natural tibia cemented 5 degree stemmed 63437237; 42540000032 all poly patella cemented 32 mm diameter 63463162. Reported event was unable to be confirmed due to limited information received from the customer. No product was returned or photos provided; therefore, visual and dimensional evaluations could not be performed. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in the associated risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent left knee surgery. Subsequently, patient has been experiencing pain with her knee implant and has been going through therapy.

Event description:
It was reported that a patient was revised approximately 2 years and 9 months post implantation due to pain. There is no additional information available at this time.

Manufacturer narrative:
This follow-up is being submitted to relay additional information.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. No product was returned or photos provided; therefore, visual and dimensional evaluations could not be performed. Device history record (DHR) was reviewed for deviations and/ or anomalies with no related deviations / anomalies identified. A definitive root cause cannot be determined. There are warnings in the package insert that this type of event can occur and risks are addressed in the associated risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.